Event description:
(B)(4). I was implanted with a medical device implant called essure in (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure. Heavy bleeding/cramping during monthly cycle. Migraines and severe daily headaches. Shooting vaginal pain. Shooting joint pain. Joint deterioration. Cramping not during cycle. Bloated gut. Inability to lose weight, even sticking to strict diet and exercise plan. Irritability, depression, emotional distress. Numbness in legs, fingers, arms, feet. Swelling in feet. Itching and skin irritation. Loss of sex drive. Discomfort during sex. Pain on the whole right side of my body. I have been seen by 3 doctors. I have been diagnosed with the following conditions possible adenomyosis menorrhagia possible early menopause the device is still inside of me.